Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No history was found in event log. Visual and functional tests were performed. Confirmed customer complaint of ¿cassette detached error.¿ found damage in downstream occlusion (dso) sensor/seal. Replaced dso sensor/seal. Calibrated dso sensor successfully. Upon further inspection, found a crack in the battery compartment. Replaced battery compartment and all components within. Updated the latest software. Performed verification testing and device passed all testing criteria.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette detached error." There was no patient involvement.